Manufacturer narrative:
This complaint was from a medwatch report filed by a patient who gave no contact information. Hence, it was not possible to follow up in any way.

Event description:
Patient had 35 ect sessions. Claims long term memory and cognitive damage and personality changes that have impaired life.